Manufacturer narrative:
Investigation, including root cause analysis is in progress. Codes provided by MFR. This report mailed in to FDA on: 05/16/2007.

Event description:
The surgeon reported several patients experienced allergic reactions, which led to corneal infiltrates; some patients required re-suturing. The surgeon feels the allergic reaction is due to the suture material dye. The surgeon is unwilling to provide additional patient information at this time. However, he stated, he does not expect any sequelae.